Manufacturer narrative:
The system was examined and the reported event was confirmed (via event log review) and replicated. The irrigation solution bag was found down inside the unit ,which interfered with the next bag that was put in. The company representative removed the bag and the sm stopped displaying. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the irrigation solution bag inside the unit that was interfering with the next bag that was put in. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that there was no phacoemulsification power and the bay door would not close. Additional information has been requested.